Event description:
The manufacturer received notification that a patient expired while using a bipap harmony s/t bi-level device. There was no allegation of device malfunction but authorities are requesting additional investigation of this event. The device has yet to be returned to the manufacturer for evaluation. The manufacturer will submit a follow-up report when its investigation is completed.